Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the date of removal was 7/17/2020. The patient experienced bilateral rupture . The date of event was 1/1/2019. The date of implantation was (B)(6) 2009. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/22/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 9/15/2020, it was reported to mentor that the date of event was (B)(6) 2019. Initial reporter¿s email address was (B)(6). The patient experienced imbalance. The right device was catalog number 3507325bc, mentor memorygel breast implant 325cc. On 9/17/2020, it was reported to mentor that the replacement devices were mentor memorygel breast implant 325cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the left affected device was mentor memorygel breast implant 325cc, lot number 5905745, catalog number 3507325bc. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The right side affected device was lot 5967017, description: moderate plus saline 375cc. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/18/2020, during the visual evaluation, an anomaly was observed on the anterior view of the device, consistent with a crease/fold. A tear was also observed within the crease/fold, measuring approximately 1.9 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a gel mentor breast implant of unknown type and experienced rupture on the right breast implant. The patient experienced the following generalized illness symptoms: muscle and skeletal issues, back, neck, shoulder pain, worsen irregular heart beat, really forgetful, falling backwards, dizziness, mental fog. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.this medwatch is for the left breast implant.